Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: partially, premature stent exposure. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that during device preparation, while flushing, the sheath retracted exposing the distal end of the stent. The device was not used. There was no pt involvement. There was no additional information provided.